Manufacturer narrative:
The valve was not returned to edwards for evaluation. Therefore, visual analysis and chemistry testing were unable to be performed and a manufacturing non-conformance could not be confirmed. A review of the DHR, lot history, and complaint history did not reveal any indications that a manufacturing non-conformance was the source of the complaint event. Per manufacturing mitigation, during manufacturing, all valves are inspected with 8x magnification and checked for particulate. Prior to final packaging of the valve, they are re-inspected with the unaided eye. Due to no device and/or relevant photographs being returned for evaluation, the reported complaint was unable to be confirmed. The source of the particulate was unable to be determined. No manufacturing non-conformities were found during engineering evaluation. Since no labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. (B)(4).

Event description:
While rinsing a 29 mm valve to implant, a small foreign body was seen on the valve's inner surface. The foreign body was thought to be a 2-3 mm piece of hair. The object could not be rinsed off the surface of the valve. The operator observed the valve with an operating loop, took a sterile swab and rubbed the inner surface of the valve leaflet, possibly driving the object into the valve. The valve was rinsed again and the object could no longer be seen. However, another valve was used. No contact was made with the patient. When the valve was placed back into the shipping container, the object could not be seen.